Event description:
A (B)(6) with osa and adenotonsillar hypertrophy taken to operating room for a tonsillectomy and adenoidectomy. Incision made to remove the tonsils using an electro cautery unit. After the removal of the tonsils, burns were noted of the oral commissure. The burn on the right was very superficial. The burn on the left was more significant. The surgeon believes there was a leak of current from the bovie handle that caused the burn.